Event description:
It was reported that while treating a lesion in a calcified ramus vessel difficulty was encountered when attempting to cross the bmw guide wire. Angiography revealed a dissection at the lesion site. A dilatation balloon was used to predilate the lesion. The disection was still present, so a 4.0x28mm stent was placed and upon balloon deflation, the patient developed severe bradycardia with severe chest pain. Within several seconds, the patient developed electrical mechanical disassociation with no significant blood pressure. Emergent pericardiocentesis was performed as well as CPR and doses of epinephrine were adminstered. Despite these maneuvers, the patient showed evidence of persistent emd. The pt was taken to the ICU and eventually expired.